Event description:
It was reported that the ilet user experienced hyperglycemia after eating ice cream cake without announcing carbohydrates, reaching a highest glucose of 271 mg/dl. The infusion set was a steel cannula and the user did not note tubing issues, and the event was attributed to a missed meal announcement consistent with an improper or incorrect use procedure involving the user interface. Symptoms included hyperglycemia. Outcomes included insufficient information regarding health impact beyond the elevated glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with the user interface implicated as the relevant component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.